Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Pertains to previously submitted reports with rr #: 2029214-2021-01563. H3. Product analysis: equipment used: video inspection system (m-78210), ruler (m-83361), camera (panasonic lumix dmc-zs5) as found condition: the pipeline vantage device was returned for analysis within a shipping box; within a resealable plastic biohazard pouch and within a tied plastic pouch. The already deployed braid was further returned within a piece of surgical wipe. The phenom-27 micro catheter used in the event was not returned for analysis. Visual inspection/damage location details: the pipeline vantage pusher was found bent at 41.8cm from the proximal end. The hypotube was found intact and unstretched and ptfe shrink tubing was still intact. No damages were found with the spacers, supporting disks, or proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No damages or irregularities were found with the tip coil. The braid was already deployed. One braid end was found slightly tapered, damaged, and frayed. The other braid end was found tapered, damaged, and frayed. The middle braid was found flattened. No other damages were observed. Conclusion: based on the analysis findings, the customer report of ¿failure/incomplete open at middle section (hourglass shape)¿ was confirmed. Possible causes include patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel bend, presence of other indwelling endovascular stents, or improper anatomy. The braid was found damaged. Potential causes for braid damage are resheathing more than 2 times, high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, deploying/resheathing braid against resistance, or damage during return shipping as the braid was returned already deployed and out of its protective introducer sheaths and dispenser coils. Customer reported patient vessel tortuosity as severe, pipeline was positioned in a bend, and pipeline was resheathed more than 2 times; likely contributing towards the pipeline damage and failure to open. The devices were reported prepared per IFU. There is no indication that the event is related to a potential manufacturing issue. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a ped3 pipeline vantage 4.5x25 was used to treat an aneurysm located just distal to an acute bend. When deploying the stent, the distal end opened and had good wall apposition. Continued to have good apposition proximal to the neck of the aneurysm. Completing the deployment of stent, required going around an acute bend to land in a straight segment. This was where the issue was. Doctor resheathed more than 2 times. Loaded and unloaded system with the aim for the braid to relax and pop open. Remained flattened. Looked twisted under fluoroscopy, however it wasn't due to continuing to deploy stent, proximal end was opening well. Doctor decided to resheath, load/unload system a few times. Stent remained to be well apposed distally, flattening in the middle and opening well proximally. More than 50% had been deployed when it failed to open. Doctor decided to pull out stent and use a different size. The pipeline resheathed and removed with the microcatheter. Used 4.5x16. Had to load and unload system around the bend but opened better. Second stent was deployed and angioplasty and the mid-section of stent to ensure good wall apposition. The patient was being treated for a para-ophthalmic, saccular, unruptured aneurysm. The max diameter was 4.5mm and the neck diameter was 5mm. The distal landing zone was 3.4mm and the proximal landing zone was 4.5mm. Vessel tortuosity was severe. Dual antiplatelet treatment was administered. Angiographic result post procedure were satisfactory. It was indicated the devices were prepared according to the instructions for use (IFU). No injury was reported. Ancillary devices: phenom plus (au19-007) guide catheter, phenom 27 (ap19-080) microcatheter.